Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977c165; product ID: 3888-28; product ID: 3888-28; product ID: 37082. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not feel any stimulation. During an impedance test, those impedance values were out of bounds (greater than 10000 ohms). An x-ray showed that the wire was wrapped around the case. An image of the x-ray was provided. The leads and extension were explanted and a replacement lead was implanted. The issue was resolved as of (B)(6) 2018. The patient was alive with no injury. No further complications were anticipated.